Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery in insulin pump needed to be changed every two hours. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
Findings: power loss alarm was confirmed in the long trace. Detail trace analysis confirmed the power loss alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Pump received with severely scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, cracked case behind the pump near the battery tube compartment and serial number label missing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.